Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery at night. Reportedly, the alarm was not cleared until the next morning. Customer's blood glucose level was over 300 mg/dl with trace ketones. The customer was able to load a cartridge successfully and administer a correction bolus, bringing the customer's blood glucose level down.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.